Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor; unable to perform, occlusion, prime, the excessive no delivery test due to motor error alarm. The motor was tested outside the device and passed motor test. The insulin pump passed displacement test, a21 test and all operating currents were normal. No unexpected low battery or off no power alarms noted. The insulin pump was with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer did not report a motor position encoder error alarm. Customer's blood glucose was 400 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history showed sixteen motor error alarms within the last month and no motor position encoder error alarm. Customer was advised that insulin pump would need to be replaced.